Manufacturer narrative:
Analysis of the implantable neurostimulator resulted in no anomalies found, the setscrews were tight and in the correct location of the extensions. Analysis of the extensions resulted in no significant anomalies found, the body was cut through and the product was segmented. They were cut too short to perform a system test. In addition, on extension (sn (B)(4)) the outer insulation was severely pinched and torn, there was cosmetic environmental stress cracking around that area. Analysis of the leads resulted in no significant anomalies found, the lead body was cut through and the product was segmented.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted per the patient's request. It was additionally reported that the patient had experienced "irritation." The patient was reported to have "recovered without sequelae." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3987a60, lot# n130554, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: lead: product ID 3987a60, lot# n130554, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: extension: product ID 3587a. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.